Event description:
It was reported that the impedance decreased on both the atrial and ventricular leads, the p-waves decreased on the atrial lead, and r-waves decreased on the ventricular lead as compared to the values obtained during implant through the analyzer. The atrial sensitivity was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.